Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the physician had to reposition the rv lead five times. The rv lead was compromised during the removal, and the helix was not able to retract. This rv lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Correction h11: upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult to position was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the physician had to reposition the rv lead five times. The rv lead was compromised during the removal, and the helix was not able to retract. This rv lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted helix housing being clogged with dried blood, and the helix mechanism test did not pass after 11 turns due to the blood. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, the physician had to reposition the rv lead five times. The rv lead was compromised during the removal, and the helix was not able to retract. This rv lead was replaced. No adverse patient effects were reported.